Manufacturer narrative:
The pipeline and marksman catheter were returned for evaluation without the pushwire as it was discarded. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of a small unruptured saccular aneurysm measuring 9mm x 4.35mm located in the ophthalmic segment of the right ica (internal carotid artery). The vasculature was tortuous. The patient was on dual-antiplatelet therapy. On 22 apr 2014, the patient underwent pipeline (4.75mm x 16mm) treatment. During the procedure, it was reported the middle portion of the pipeline would not open due to tortuous proximal anatomy. The device was removed from the patient. Post procedural angiogram showed an eclipse and slow flow into the aneurysm. The patient was reported to be doing fine. No patient injury was reported as a result of the procedure.